Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the tube clamp slides to stick in the open position from dried substance within the tube clamp. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation, the tube clamp was sticking. There was no patient involvement.